Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer found that the remote connection of the device was not working. The philips field service engineer (fse) inspected the system on-site and confirmed that the machine failed to start-up and showed storage space is low on multiple occasions. Fse reviewed the logs and confirmed that the cause of the problem was ippc image disk. The fse recreated the frontal image and necessary configurations were performed. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that no start-up can be made on the allura system, the storage space is low. The device was not in clinical use. The philips service engineer went on site and recreate frontal image was performed and necessary configurations were performed. The problem was resolved. Philips has started an investigation of the complaint.